Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned - reported defect not reproduced. No defect found most likely underlying root cause: (B)(4): user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Manufacturer contacted customer in a follow-up call on 07-mar-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for error message (e-2) and high blood glucose test results. The customer is concerned with test results from results obtained of 287, 225, 207, 242, 287, 332 and 266mg/dl. The customer¿s expected am fasting blood glucose test result range is 120-140mg/dl and pre-dinner expected blood glucose test result is 180mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 287mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/28/2023 and were opened a few days prior to call. The meter memory was reviewed for previous test result history: result 1: 287mg/dl; date: 2/25; time: 1:53pm; fasting/ before dinner. Result 2: 225mg/dl; date: 2/25; time: 1:54pm; fasting/before dinner. Result 3: 207mg/dl; date: 2/25; time: 1:53 pm; fasting/before dinner. Result 4: 242mg/dl; date: 2/25; time: 5:43am; fasting. Result 5: 287mg/dl; date: 2/25; time: 6:57am; fasting. Result 6: 332mg/dl; date: 2/25; time: 6:53am; fasting. Result 7: 266mg/dl; date: 2/24; time: 12:00pm; unsure.